Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had under delivery. It was reported that the insulin pump retainer ring came off. It was reported that they performed self test was passed. The customer alleges that the insulin pump was under delivering as the blood glucose not going down. It was reported that the insulin flow blocked during fill tubing. No harm requiring medical intervention was reported. The device will not be returned for analysis.